Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after inserting the trocar into the patient a doctor observed that the tip part of outer sleeve was broken. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. Tissue damage: no. Nothing fell into the cavity. No bleeding. No adverse event caused by extension of operation room time was reported. No patient info is available. The surgeon inserted the trocar in the same way as usual. After removal of inner sleeve, by use of laparoscope he confirmed the tip part of was broken off. The damage was observed at the tip part of trocar.